Event description:
The customer reported that following a diagnostic catheterization procedure on 2004, a vaso9seal elite was deployed. During the deployment procedure, the operator was unable to retract the j segment. After several attempts, the operator was finally able to force the j segment to retract back into the locator. Upon removal of the locator, the operator noticed that the j segment was missing from the locator. A fluoroscopy was performed and the j segment was observed in the common femoral artery. A snare was used to remove the j segment from the artery. No adverse patient complications were reported.